Event description:
On (B)(6) 2013, our affiliate in (B)(6) received a letter from an eye care provider stating a pt "experienced corneal ulcer and infection." The affiliate stated they were unable to contact the pt as no phone number is available. The provider stated "this is a very old issue" and are unable to identify which eye is affected. As a corneal ulcer may or may not be a serious injury and only limited info is available, this event is being reported as worst case. Product has been requested but may not be available. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001szf was manufactured under normal conditions. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.

Manufacturer narrative:
No eval will be performed.